Manufacturer narrative:
The subject device, one service replacement powermax elite, part number 72200616s was received on 9/14/2015 and confirmed to be serial number (B)(4). The reported complaint has been confirmed. Unit failed functional testing and gave a ¿short circuit¿ error message when using a d2 control unit. A visual inspection has found kinks in the cable approximately 3 to 4 feet from the connector end that is believed to be crush damage possibly caused by the wheels of a heavy cart or gurney. This damage is causing the hand piece to short circuit and is the most probable cause of the reported complaint. Device is not labeled for single use. (B)(4).

Manufacturer narrative:
Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a shoulder arthroscopy procedure it was reported that the unit got "super-hot even with the cable" and then it just stopped. There was a backup available and no reported delays, patient injuries or surgical complications.